Manufacturer narrative:
The customer contacted siemens customer care center for the discordant elevated specialty albumin (salb) result on the dimension exl instrument. The root cause of the discordant elevated specialty albumin result is unknown. Hsc concludes no indication of a reagent issue as the initial discordant result and the reported result were tested using the same reagent material. There is no indication of an instrument related issue. No further evaluation of the device is required.

Event description:
A discordant elevated specialty albumin (salb) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was not reported to the physician or questioned. A 1:200 dilution was performed on the same sample for the initial and repeated results. The diluted sample was retested on the same instrument and lower results were obtained with, "below reference range," error flags. The repeated results were confirmed to be the correct results. No correction report was submitted. There are no reports of patient intervention or adverse health consequences due to the discordant elevated salb result.